Event description:
It was reported that the patient's right ventricular lead exhibited noise. The noise was diagnosed as a non-sustained ventricular fibrillation episode, but no therapy was delivered. The lead was reprogrammed. The patient was fine before and after the event.